Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 0.201" x 0.109" was found to be broken off. The broken piece was not returned. The components adjacent to this broken grip do not show damage. A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the technician in central processing noticed the 8mm mega suturecut needle driver instrument had a broken tip after the instrument was washed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer contacted the surgeon and the surgeon recalled that the mega suturecut needle driver being intact during the case and immediately afterwards. The surgeon completed the case without incident using the instrument in question. No backup instrument was needed or used. There had been no reports of the patient having any post operative complications. Patient demographics were provided.